Event description:
It was reported that pump displayed malfunction alarm code malf 24 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed pump was in warranty, verified shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid materials, then program pump settings and reconnect cgm on replacement pump.